Event description:
It was reported this balloon catheter was used successfully during an iliac angioplasty via a contralateral approach. During removal of the balloon catheter through the introducer sheath, the balloon material detached and remained within the sheath. The sheath and detached balloon were removed as a unit. Another balloon catheter was used to successfully complete the procedure. There were no pt complications involved. The device has not been received by this MFR. Therefore, no failure analysis is available. Without evaluating the device co cannot determine the exact cause for this event.